Manufacturer narrative:
Siemens is conducting an investigation of the reported events. As noted, the accessory table top rails were grabbed by the patient, and there may have been some sharp edges since these rails are not designed to be used as handles by the patient. A minor injury of the patient's finger bleeding was reported, and possible bruising of one finger; and it was determined that a band aid to the patient's finger was sufficient. Investigation is on-going and a supplemental report will be submitted when completed should further information become available. Resubmission of initial report due to report code error.

Event description:
It was reported to siemens on (B)(6) 2018, that during a patient procedure a minor injury occurred while operating the somatom go. Up system. The patient apparently grabbed the accessory rails which are attached to the table top of the system, and these rails are not designed to be used as handles for the patients. It was reported that one of the patient's fingers was bleeding and a possible bruise occurred.

Manufacturer narrative:
H10 additional narrative: exemption number e2017017. Siemens healthineers malvern USA (importer) is submitting the report on behalf of siemens healthcare gmbh, forchheim (manufacturer). B5: additional event clarification was added. H3, h6: siemens completed the technical investigation of the reported event. The technical investigation concluded that the accessory rails were manufactured as designed and are within specification. Per the associated system user manual, patients must be properly positioned and secured to the table top. The accessory rails are not designed as handles for patients. No other complaint regarding these rails has been reported to siemens. Additional action is not deemed necessary at this time. The reported event occurred in germany: (B)(6). H11 corrected data: b5: information added to this section was previously reported in section h10 of the initial medwatch report 3004977335-2018-39226.

Event description:
Additional event information was inadvertently added to section h10 and omitted from section b5 in the initial medwatch report. The patient's finger was treated with a band-aid, which was sufficient to treat the patient's injury. Additional clarification of the reported event indicated that the patient hurt his finger while laying down or sliding up on the system table top and grabbing the tableside. When he grabbed the tableside, his finger got stuck between the table top and the accessory rail (for intervention holders). The accessory rails are not designed to be patient handles.